Event description:
A patient reported blood glucose results of "16.0mmol/l and 7.3mmol/l" with a lifescan meter, performed within 10 minutes. The meter, test strips and control solution were replaced.